Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/74 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and feasibility of transvenous cardiac device extraction using conscious sedation alone implications for the post-covid-19 era. Journal of arrhythmia. 2021;37:1522¿1531. Doi: 10.1002/joa3.12637. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this transvenous lead extractions. The article reports patients who underwent lead extractions due to infection, erosion, and lead fracture. After the lead extractions, there was one patient who developed pericardial tamponade diagnosed by decreased blood pressure/reduced excursion of cardiac silhouette on fluoroscopy and confirmed by bedside transthoracic echocardiogram (tte). A vasopressor was given. The patient was transferred to the operating room (or) after pericardiocentesis failed to control bleeding. They were intubated in cardiac theatre. At surgery they had repair of a small tear in the right atrium and right ventricular free wall. A new epicardial pacing system implanted and was discharged home three days later. There were other patients who experienced minor complications which included hypotension requiring intravenous (IV) fluids, transient asystole or bradycardia, pericardial effusions of both less than and greater than one-centimeter, and radiographic evidence of vascular staining of superior vena cava (svc) without intervention. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.